Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anterior resection celiotomy, the device was unable to seal the tissue even though it was activated. The procedure was completed with another device. There was no patient injury.